Event description:
The reporter indicated a problem during a pacemaker change out of a telectronics 1206 vs1 with a telectronics 330-258 vs1 lead. When connected to the intermedics generator, the lead could be easily removed after closing the sidelock. When inserting an adapter with vs1 connector, the sidelock held firmly. The r-header was then used to complete the case. The generatorr is to be returned.

Manufacturer narrative:
Summary of analysis: the device was subjected to connector dimensional testing and a lead extraction test with a vs-1 lead. Extraction did not occur with a force of 10 newtons. Competitor leads typically require less extraction force. The device operates properly.